Manufacturer narrative:
(B)(4). There was no reported device malfunction and the device is not returning. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Hypersensitivity is listed in the xience xpedition instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that on (B)(6) 2014 the patient had a xience xpedition stent implant deployed in the left anterior descending (lad) artery. On (B)(6) 2014, the patient developed a rash and itchiness. The patient was treated with prednisone and benadryl. The itchiness has significantly decreased; however, the rash has not. The patient has not been re-hospitalized, but is being treated and monitored. There was no additional information provided.